Event description:
It was reported to philips that the heartstart xl defibrillator failed the test load test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device does not pass the test. It was determined that this was a malfunction of the heartstart 50 ohm test load which was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the test load. Root cause of which was not determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer ordered a replacement 50 ohm test load to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.